Manufacturer narrative:
Concomitant medical products: a2dr01 ipg implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and undefined impedance as well as no capture at maximum output. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.